Event description:
The patient had a primary shoulder surgery on (B)(6) 2022. On (B)(6) 2022, the patient was revised due to threaded glenoid baseplate mobilization. The surgeon explanted the baseplate, screws, glenosphere, pe liner and humeral metaphysis and implanted tornier revision glenoid implants and replaced successfully the medacta reverse metaphysis and liner. Presently, on (B)(6) 2023, the patient came in reporting pain due to a joint luxation and the cause is unknown. The surgeon revised successfully the metaphysis and liner.

Manufacturer narrative:
Batch review performed on 31-jan-2023 lot 1910876: (B)(4) items manufactured and released on 08-mar-2020. Expiration date: 2025-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review. Note: glenosphere not reported because the glenosphere was from competitor